Event description:
Micro instrumentation broke off into pt's wound during right lumbar laminectomy and lateral recess decompression. Surgeon was unable to remove 1 mm x 3 mm tip of micro biter stainless steel piece from the middle of the disc space. Pt will be returning for removal.